Event description:
It was reported that when using the bd pyxis¿ es server, when scanning a medication, the system displayed a duplicate product ID error. The customer requested assistance to remove the incorrect entry. The issue was identified at the server level, where med ID 928398 needs to be removed, while med ID 928371 should remain active in the system. The customer stated that this malfunction occurred while dispensing the medications to the patient and caused in delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) guided the customer to verify the barcode-to-medication mapping under medications under barcodes and reassign the barcode if linked to an incorrect medication; the customer later confirmed the issue was resolved on their end. The system functioned as intended after the issue was resolved.